Event description:
A cartridge change error was reported with a pump, but there was no adverse impact to the customer's blood glucose level. The customer attempted to correct the issue by inspecting and cleaning the pump but was unable to successfully load the cartridge. After escalated troubleshooting by the customer support associate, the issue persisted. Consequently, a replacement pump was sent to the customer. The customer understood the instructions on how to return the problematic pump to tandem and how to set up the replacement pump.